Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). D4 model no - additional information d4 serial no - additional information d4 lot no - additional information d4 expiration date - additional information d4 UDI - additional information h2 - additional information h4 device mfg date - additional information.

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).